Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l13070, h12j15038, and h13b07048. All release criteria for these lots were met, prior to release of the lot. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt experienced an infection (unspecified). Subsequently, the pt experienced peritonitis and was not hospitalized for the event. At the time of this report, the infection and peritonitis were resolved and the pt was recovered from both events. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.